Event description:
The customer reported that during a pelviscopy, the jaws of the device would not open to release tissue. The site did not have more info as to how the device was removed from tissue, but stated that they were certain the device was not cut from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.